Manufacturer narrative:
H10: h3, h6: the cori, real intelligence robotic drill, part number rob10013, (B)(6) , used for treatment was returned for evaluation. It is noted that the springs on the nosepiece are tangled, and the stationary collar is loose and is sliding back and forth. The reported problem was partially visually confirmed. A functional evaluation was performed, and the reported problem was confirmed. A kpc test was completed, but it was very hard to load and lock a burr. After the kpc test, a validation of the burr was completed. When the burr was set to 0mm, it was noted that it sat behind the drill guard by 1mm. When the burr was set to 1mm, it was noted to be flush with the burr guard. It was also noted that when the drill attachment was locked on, the drill¿s tracker had about 1-2mm of wiggle room, which was caused by the loose stationary collar and springs. The most likely cause of this event was due to product mishandling. A review of manufacturing records and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a cori assisted tka surgery, the surgeon was struggling to finish burring the green layer. Checkpoints ensured the arrays had not moved. The surgeon swapped to speed mode and finished off burring necessary bone. Over resection did not occur. The procedure was resumed, after a non-significant delay, with the same device. Patient was not harmed as consequence of this problem. In addition, when the drill was inspected after the case, it was noticed that the array was able to shift forward and backwards instead of being locked in place for just rotation, which seemed like a potential spring issue.

Manufacturer narrative:
H3, h6: the cori, real intelligence robotic drill, part number rob10013, (B)(6), used for treatment was returned for evaluation. It is noted that the springs on the nosepiece are tangled, and the stationary collar is loose and is sliding back and forth. The reported problem was partially visually confirmed. A functional evaluation was performed, and the reported problem was confirmed. A kpc test was completed, but it was very hard to load and lock a burr. After the kpc test, a validation of the burr was completed. When the burr was set to 0mm, it was noted that it sat behind the drill guard by 1mm. When the burr was set to 1mm, it was noted to be flush with the burr guard. It was also noted that when the drill attachment was locked on, the drill¿s tracker had about 1-2mm of wiggle room, which was caused by the loose stationary collar and springs. The most likely cause of this event was due to product mishandling. A review of manufacturing records and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.